Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2024 with the implant of an alto abdominal aortic graft system and an additional ovatio ix iliac limb. Reportedly, there was a type ia endoleak at the end of the procedure that was not treated and monitored. Reintervention was completed on (B)(6) 2024. The persistent type ia endoleak was sealed with the implant of a palmaz. There was also a possible type ib endoleak in the left common iliac artery. An ovation ix iliac limb was implanted and at that time it was determined that the possible type ib endoleak was a type ii endoleak (non-device related) from the left hypo. The patient was reported to be stable post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak (persistent) with additional endovascular procedure (palmaz and ovation limb extender) complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest a type ib endoleak of the right common iliac artery occurred that was not included in the event as reported. The type ib endoleak of the right common iliac artery was discovered during review of the computed tomography scan dated (B)(6) 2024. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be identified. The final patient status was reported to be stable post-reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.